Event description:
Customer stated that they were hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer stated that their blood glucose levels was 575mg/dl and was throwing up blood, had nausea, vomiting, and abdominal pain customer was wearing the insulin pump at the time of the hospitalization. It was also reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. The customer mentioned no delivery alarms as well. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the reset error test, self test and displacement test. However, the insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support cap. The functional testing could not be completed due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a broken belt clip slot and a stained end cap sticker.